Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump stops infusing without an error and alarm. The set was loaded into pump that would have started and run for 30 seconds. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the nurses said that the load set into it they will start it and go 30 seconds and it stops without an error and alarm" was not reproduced. Evaluation sent the device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, downstream occlusion and flow rate accuracy testing. The device came back from flow line having passed all tests. The flow rate accuracy test was performed with a delivery rate of 40ml/hr and volume to be infused of 40ml. The test resulted in 39.530ml which is an error percentage of -1.175%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device has no prior service events and therefore a device history record review was performed. The device history record (DHR) review did not identify any issues during the manufacturing of the device that may be related to the current complaint. Should additional relevant information become available, a supplemental report will be submitted.